Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was having a constant tone and had a blank display. The customer reported that the issue happened multiple times. The customer also reported that they received an unexpected restart alarm after placing a new battery. The customer's blood glucose was 105 mg/dl at the time of incident. The customer stated that the issue persisted after placing a new battery. The customer was advised to put the insulin pump into rest for two hours. The customer declined to troubleshoot for the blank display. The insulin pump will not be returned for analysis.